Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the tubing leaked during a patient infusion. The users reported that the blood set leaks at the distal end of the set near end of infusion at the connection to the maxzero and occurs mostly on central lines. No patient harm was reported.

Event description:
The customer reported that 1.5 hours after the start of a blood transfusion, a leak at the distal connection to the patient¿s hickman catheter was observed at the end of the infusion. The blood tubing had been primed without a problem, and securement to the patient was confirmed by two rn¿s. No patient harm was reported.

Manufacturer narrative:
The customer report of a leak at the distal connection was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer's report could not be identified.